Event description:
A pump malfunction was reported, displaying malfunction code malf 1, which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy until a replacement pump was provided. The technical support team arranged for the delivery of a new pump with updated software.